Event description:
It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. The first clip was properly prepped. During establish final arm angle (efaa) before lock line removal, the clip opened greater than a 30 degree arm angle. Troubleshooting was performed per instructions for use (IFU). A replacement and a 2nd clip were used to successfully complete the procedure. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.